Event description:
Pt underwent a tvt procedure to correct incontinence problem. Pt developed a small bowel obstruction immediately post operatively and required a laparotomy under general anaesthetic. The tvt tape was noted to have skewered a loop of small bowel, thereby trapping it in the pelvis. The pt required high acuity post operative care but is currently recovering well. No further consequences were reported.